Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Upon interrogation post device-scan, it was found that the patient's implantable cardioverter defibrillator had inappropriately gone into back-up operation. The device was able to be restored to nominal settings. There were no patient consequences.

Manufacturer narrative:
The reported event of inappropriate reset during magnetic resonance imaging could not be confirmed. Final analysis found that based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited a diagnostic anomaly in which remote transmissions from the device were unable to be viewed post-magnetic resonance imaging scan. No intervention was performed. There were no patient consequences.